Event description:
Company representative reported that after injection with juvederm ultra, the patient's lip is "cracking," "red swollen," and the patient has a "black eye." Patient also reported "bleeding two hours after injection," "the inside of the nose and mouth are raw," "side of mouth is cracked," they are "sneezing like crazy and [their] nose won't stop dripping," they have developed a "black eye," "cuts on the side of face and a gash between the nose and face," bruising, "huge blotches forming," and they "feel sick." Healthcare professional provided clarification of the event, reporting that one day after injection in the nasolabial folds with two syringes of juvederm ultra xc, the patient experienced "a horrible, really bad reaction," consisting of swelling, bruising, and redness on the left half of the face. Healthcare professional stated that the symptoms occurred under the eyes, the top half of the patient's lip, over the patient's nose, and part of the forehead. Patient was seen by a dermatologist and was prescribed bactroban, keflex, and prednisone. Patient stated that they self-treated with arnica gel and arnica tablets. Patient also reported that the injecting healthcare professional directed the patient to take benadryl, nexium, and claritin. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID # 3005113642-2015-00062 (allergan complaint pr# (B)(4)). This is the first MDR submitted for the first suspect product, juvederm ultra xc (lot#: h24la40327).

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "cracking," "black eye," bleeding, raw, sneezing, "nose won't stop dripping," "cuts on the side of face," "gash between the nose and face," "huge blotches forming," "they feel sick," swelling, bruising, and redness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.